Event description:
The patient expressed concerns in regards to her battery life as it was implanted in 2020 and is now at 11-25% remaining. The patient underwent a battery replacement and the explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The pulse generator shows no visual anomalies. An interrogation (pulsedisabled reset (diagvbat_min value (eos) ¿vboost¿ compliance voltage), a system diagnostic test, a vbat calculation, and a comprehensive automated electrical evaluation (shows a neos=yes condition and did not perform according to functional specifications) were performed. The pulse generator was opened, the measured battery voltage confirmed a neos condition. A comprehensive automated pcba electrical evaluation (did not perform according to functional specifications) was performed. Based on the comprehensive automated pcba electrical evaluation results, the ¿supply current¿ test measurements demonstrate an increased current consumption for the pulse generator. The capacitor¿s (c1) increase in leakage current resulted in increased current consumption (out of specification) for both standby and pulsing modes of operation and may have been the contributing factor for the reported allegations of ¿premature end of life (eol)¿. The cause for the capacitor¿s (c1) increase in leakage current was not determined.